Event description:
It was reported that this right ventricular (rv) lead was explanted due to suspected insulation damage due to clavicular crush. The rv lead was also reported to exhibit loss of capture. The patient exhibited ventricular escape, which causes ventricular rhythm to slow down. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found dried blood/body fluid around the helix, inner lumen and outer lumen. Visual inspection revealed fractured outer coil 127mm from the terminal end, consistent with cyclic fatigue. The insulation was found bent in the area of the fracture. The reported loss of capture is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to suspected insulation damage due to clavicular crush. The rv lead was also reported to exhibit loss of capture. The patient exhibited ventricular escape, which causes ventricular rhythm to slow down. Another rv lead was successfully implanted. No additional adverse patient effects were reported.